Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 28-apr-2020, it was found that section e. 2. Health professional? Was mistakenly marked as no on the initial report. The filed has been updated to yes. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 590cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture. A healthcare professional reported that the patient came in for a consultation on (B)(6) 2019 due to right-sided breast and arm pain, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent unilateral removal and replacement with a 590cc mentor memorygel breast implant (catalog #: 3505590bc, serial #: (B)(4)) on (B)(6) 2020.